Manufacturer narrative:
The other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Additional information received from a consumer via a manufacturer representative reported patient's mother stated that patient was having a fever and healthcare professional (hcp) gave orders for the pump to be titrated down over the course of 6 days and then to be explanted. That was all the information that was given. It was noted that surgical intervention did occur as both pump and catheter were explanted on (B)(6) 2017. Both pump and catheter will not be returned as customer discard. It was noted that the issue was resolved and patient status at time of report was "alive-no injury." Event date was unknown. It was later reported that hcp was unable to remove the entire catheter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with a concentration of 2000 mcg/ml at a flex dose totaling 1380 mcg/day. It was reported the patient had a non-healing surgical incision in their abdomen that was also reported as wound dehiscence. There were no known environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The physician admitted the patient to the hospital for aggressive weaning of his pump with planned explant within the next week. The issue was not resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further complications were reported. Patient medical history included cerebral palsy.